Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the accuracy test with a deviation of 7.35%. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 5/24/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed the accuracy test with a deviation of 7.35%¿ could not be confirmed with visual inspection and functional testing. Performed 3 accuracy tests, device delivered within range each time. Further investigation found upstream occlusion (uso) seal separating. Replaced uso seal. Performed downstream occlusion (dso)/uso calibration and occlusion tests. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.